Event description:
Preparing injection using blunt needle. In vial a piece of rubber was noted in solution. Appears blunt needle pulled core from vial stopper. Notified supervisor and prepared injection with another needle from a different vial.